Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24426. It was reported, the pt's scs system stopped working and the pt lost stimulation therapy. The pt's scs receiver was replaced with a new model ipg. During the procedure when the pt's scs lead was connected to the new ipg, it was found that all of the lead contacts were invalid. The physician opted to leaf the original lead in place. Two new scs leads were implanted. Follow-up identified the pt reported receiving effective stimulation therapy at his follow-up appointment on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.